Event description:
One 18 gauge x 1-1/4" device, product code 3065, lot no. 2664g93, was received from the customer in used condition. Microscopic exam of the device failed to reveal any nonconformances or defect. The protective needle-guard assembly could be advanced & locked into place without difficulty. Fifteen add'l devices of the same lot, received form mfg, were microscopically examined & tested for force required to advance & force required to lock. All test values were well within specification. No defects or noncomformances were found. This device has not been included in any recalls.